Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.50/+3.0/089 (sphere/cylinder/axis), into the patient`s left eye (os) on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to low vaulting. The lens was replaced with a longer length lens and the problem was resolved. Post-op, the patient had difficulty reading phone and computer; had constant dry eye, causing pain/irritation and intermittent cloud-like film. See MFR. Report # 2023826-2024-01874 for replacement lens. The icl was centered and in good position/vault. The cause of the event was the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).